Event description:
It was reported by repair work order that the bed went into trend position when being lowered due to incorrect calibration of the potentiometer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.